Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was processing extremely slow. A field service engineer (fse) replaced the anes single mini drawer pocket for unit and upon arrival the fse found that unit was down due to all pockets not being able to close due to singular cubie ejection, fse then performed storage reimage for station due to bloated storage capacity from previous update version. Fse also performed tower door corrective action on c2safe for doors, and all were successfully recovered. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a device processing extremely slow. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.